Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarm was noted. The insulin pump had no act button response due to a flattened button dome switch. A loose and shifted end cap sticker was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that his insulin pump alarmed button error. He stated the buttons on the device were not working and the numbers were scrolling up and down on their own. Customer stated he did not know his blood glucose level at the time. He treated based on the continuous glucose monitoring number. He said leading up to the alarm he was on a plane coming back from another country and there was a lot of humidity. Customer was advised the device needed to be replaced. He was advised to discontinue use of the device and revert to his back up plan as per his doctor. Nothing further was reported.